Manufacturer narrative:
Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. The delivery device and deployment thread were returned only; the stent was not returned. It was noted that the tip had been cut off the shaft. The radiopaque markerbands were correctly positioned per specification. The most probable root cause is undeterminable. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for obstruction of the lower lobe, performed on (B)(6) 2010. According to the complainant, during the procedure, the stent deployed incorrectly, and was removed. The procedure was not completed due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for obstruction of the lower lobe, performed on (b) (6 2010. According to the complainant, during the procedure, the stent deployed incorrectly, and was removed. The procedure was not completed due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) (medical intervention required). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.